Manufacturer narrative:
Additional corrected information b5: additional information was received from the customer clarifying the symptom as " tube not properly loaded error occurs between 3-4 and the unit asks to readjust line but does not rectify issue". Additional corrected information b1, d9, h1, h3, h6 and h10: based on additional information received, the device malfunction alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an occlusion sensor error during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.